Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. The customer¿s blood glucose level was maybe 140 mg/dl to 150 mg/dl range. The customer performed the troubleshooting and the insulin exited during fill cannula and the also the insulin pump alarmed insulin flow block. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.